Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
It was reported that this pacemaker had reached end of life (eol). Moreover, the patient was seen previously in the clinic for battery analysis and was scheduled for generator change. Also, clinic was told that there was atleast three months remaining. Boston scientific technical services (ts) then explained that it was either very close to elective replacement indicator (eri) or may have tripped eri. Additional information was obtained indicating that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had reached end of life (eol). Moreover, the patient was seen previously in the clinic for battery analysis and was scheduled for generator change. Also, clinic was told that there was atleast three months remaining. Boston scientific technical services (ts) then explained that it was either very close to elective replacement indicator (eri) or may have tripped eri. Additional information was obtained indicating that this pacemaker was explanted. No additional adverse patient effects were reported.